Event description:
It was reported that during an implant, the high voltage impedance was lower than expected for a new system. Attempts at defibrillation threshold (dft) testing failed twice. The right ventricular (rv) lead was removed and replaced. The lead impedance on the high voltage coils of the newly implanted rv lead again was very low. The lead was found to be dislodged and was repositioned and remains in use. The physician believed the low impedance was caused by the device and dft testing would fail. The device was removed and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. There were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data. There were no anomalies found.